Event description:
Boston scientific received information that it took three hours to implant this left ventricular lead. The patient indicated that he fell against a wall and inquired if this could have dislodged the lead. Information was received four months later that the patient believes this lead has dislodged. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.